Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm, motor position encoder error alarm and blank display. Customer's blood glucose reading was 214 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received a motor error alarm, the display screen went blank shortly after the alarm and a few minutes later the display returned. Customer advised the drive support cap appeared normal. Customer performed and passed the displacement test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents. Also passed self test, unexpected restart error test, rewind test, basic occlusion test, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus / basal delivery. Unable to confirmed motor position encoder error alarm due to history file overwritten with displayable history check failed alarms. Displayable history check failed alarms due to a corrupted history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.